Manufacturer narrative:
An event regarding a mechanical issue involving a mis femoral adjustment block was reported. The event was confirmed. Method and results: device evaluation: the device was returned with no apparent deformities. A functional test confirmed the event. However, after the application of lubricant, device adjustment was smooth. Clinician review: not performed as medical records were not received for review with a clinical consultant.. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the event was confirmed as the device was difficult to adjust as it was received. This device was returned along with another device with the same catalog number regarding the same issue in the same surgery. After applying lubricant to both devices, device adjustment was very easy. The instructions for use of the device calls for the application of lubricant on all articulating surfaces of the device before device sterilization. As per the results of the functional test performed after lubricating the devices, there is evidence to suggest that the instructions for use were not followed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
After opening the items has been noticed that it's very difficult to move it between the relevant scales. Not suitable for nurse usage during surgery.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
After opening the items has been noticed that it's very difficult to move it between the relevant scales. Not suitable for nurse usage during surgery.